Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed three years remaining longevity. During the recent check, the device showed three months remaining longevity. Boston scientific technical services (ts) suggested an engineering analysis but health care professional (hcp) refused. As of this time, this device remains in service. No adverse patient effects were reported.